Event description:
It was reported that on (B)(6) 2024, the patient was implanted with a third-tube plate, various screws, and washers, which were described as titanium for a complicated, multiple fracture of the left ankle. Patient experienced an unsatisfactory healing course following surgical treatment. The patient later developed several inflammatory processes in the affected ankle joint, as identified by scintigraphic examination performed on (B)(6) 2026, approximately 17 months post-implantation. This led to the decision to remove all implants on (B)(6) 2026, which were subsequently provided to the patient. The patient expressed concern regarding the colored appearance (golden yellow, green) of the implants, questioning the material composition and its potential impact on biocompatibility, as the patient experienced what was described as a violent repulsion reaction. The implants were explanted.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 406.055ts, lot number: 5205p85, manufacturing site: mezzovico, release to warehouse date: 03 may 2023, expiration date: 01 apr 2028. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.